Manufacturer narrative:
The patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia. The patient underwent mesh removal on (B)(6) /2013 due to pelvic pain, dyspareunia and urinary retention. The patient underwent mesh revision on (B)(6) 2013, due to recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy and cystoscopy due to sui, uterine prolapse, menorrhagia and dysmenorrhea. It was reported that the patient underwent autologous rectus fascia pubovaginal sling and cystoscopy on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.